Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken radial tabs. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of broken pen complaints for lots produced post-refurbishment (jan 2016). One potential root cause has been identified. 1.breakage from material fatigue on the pen body radial tab feature is most likely due to prolonged exposure to stress as a result of molding imperfections. This potential cause has not been verified yet but effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (15-june-2016).

Event description:
It was reported that the pen ii mylan 3.0ml experienced product damage. The following information was reported by the initial reporter: she reported pen failure and stated that this has happened twice now. She was calling on behalf of her husband. She stated that he is in a nursing assisted living facility due to a spinal cord injury. A caregiver reported pen failure and stated that this has happened twice now. She stated that she had a pen in the past fail. She called and received another one. When she got the initial package, she received a whole extra pen box. When one of the pens broke, she had an extra pen. She stated that she was charged another cost for another pen that the distributor sent her. She stated that it was sometime in 2018 when she reached out to the distributor. She stated that she threw out the other pen that was broken. She reported, ¿there is a little white stopper and the same thing happened before, the stopper where you can see the mark and it just breaks loose and that¿s the same thing happens before.¿ she stated that yesterday when her husband was at the doctor¿s office and she had a pen with her, she went to inject the pen, which made a ¿zzzzppp¿ sound. She stated that it wasn¿t because she didn¿t have the white things lined up; she tried injecting it again the white thing was broken again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ii mylan 3.0ml experienced product damage. The following information was reported by the initial reporter: she reported pen failure and stated that this has happened twice now. She was calling on behalf of her husband. She stated that he is in a nursing assisted living facility due to a spinal cord injury. A caregiver reported pen failure and stated that this has happened twice now. She stated that she had a pen in the past fail. She called and received another one. When she got the initial package, she received a whole extra pen box. When one of the pens broke, she had an extra pen. She stated that she was charged another cost for another pen that the distributor sent her. She stated that it was sometime in 2018 when she reached out to the distributor. She stated that she threw out the other pen that was broken. She reported, ¿there is a little white stopper and the same thing happened before, the stopper where you can see the mark and it just breaks loose and that¿s the same thing happens before.¿ she stated that yesterday when her husband was at the doctor¿s office and she had a pen with her, she went to inject the pen, which made a ¿zzzzppp¿ sound. She stated that it wasn¿t because she didn¿t have the white things lined up; she tried injecting it again the white thing was broken again.